Event description:
Boston scientific received information that during a competitor device replacement procedure, this right ventricular (rv) defibrillation lead revealed a rise in pacing impedances greater than 2000 ohms. An x-ray was performed and confirmed that the lead appeared to be secure in the device header. A lead issue was suspected. To avoid inappropriate therapy, the pace/sense portion of the lead was deactivated. The lead remains implanted for defibrillation purposes. No adverse patient effects reported.

Manufacturer narrative:
The rv lead remains implanted for defibrillation purposes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.